Manufacturer narrative:
Functional testing: as part of the investigation was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: the sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Actions taken: no root cause could be determined due complaint was not confirmed. Root cause: no actions taken due complaint was not confirmed.

Event description:
It was reported that a smiths medical cadd medication cassette may have caused a cadd pump to alarm during continuous intravenous remodulin infusion through a central line. Per reporter the pump was alarming with no message displayed. No patient injury was reported.

Event description:
It was reported that a smiths medical cadd medication cassette may have caused a cadd pump to alarm during continuous intravenous remodulin infusion through a central line. Per reporter the pump was alarming with no message displayed. No patient injury was reported.

Manufacturer narrative:
Functional testing: as part of the investigation was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: the sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Actions taken: no root cause could be determined due complaint was not confirmed. Root cause: no actions taken due complaint was not confirmed.